Event description:
It was reported when the kit was opened they found the tip of the springwire guide was bent into an "s". As a result, it was not used and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).